Event description:
Per the info provided to co by the physician's office, the device was removed due to a "leak in prosthesis- 2 breaks on each tube exiting the pump." As reported to co, the device was completely removed and replaced with a device produced by the same MFR. 5/13/97 - in the requested information received from the physician's/surgeon, he stated that the tubing was not "kinked or twisted."